Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. It was reported the patient was hospitalized for the event and had hernia surgery. It was not reported if the hernia was present prior to the start of pd therapy or worsened with pd therapy. At the time of this report the patient was recovering from this hernia event. The patient was discharged seven days after admission. The patient was switched to hemodialysis therapy for a short time and restarted on pd therapy (unreported date). No additional information is available.